Event description:
Customer called in asking if the pump was flashing disconnect and customer was connected was customer still getting insulin? Medtronic minimed 24 hour tech answered yes, and called the paramedics for customer while another tech stayed on the line with customer till the paramedics arrived. Customer's blood glucose never went below 99.